Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode caused by device minute mobility appears likely. However, due to the status of the device upon arrival the location of the damage could not be confirmed. In addition no full insertion was achieved at implantation and 1 to 2 electrodes remained outside the cochlear. According to the explant report 2 electrodes were found extra-cochlear at the time of the explantation. However, four channels were reportedly deactivated since initial activation due to being extra-cochlear. This is a final report.

Event description:
The recipient was receiving benefit from the implant, but he was able to report that the left device was not sounding as good as the contralateral right implant. The recipient was reimplanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had an incomplete insertion at implantation in 2012 and 1-2 electrodes were left extracochlear. At the time of switch on 4 electrodes (9-12) were deactivated as they were considered to be extra cochlea. However, it is unknown whether the implant migrated post-surgery and before switching on. The user was reimplanted with a new device with a shorter electrode on (B)(6) 2021.